Event description:
On (B)(6) 2014 at approx 4:00 pm at the office of dr (B)(6), I had an intermittent pulsed light procedure to my face (forehead, cheeks, nose, chin). Immediately following the procedure, the physician's assistant suggested that I also have twenty minutes of red light therapy to help decrease inflammation since I have rosacea and psoriasis. I agreed. My face felt very hot and it felt burned, especially an area below my lips in a crease of my chin. There was minimal swelling that evening, but I noticed some swelling of my cheeks and chin. The following morning on (B)(6) 2014, I awoke with my face swollen more than the previous night especially affecting my forehead, cheeks, and chin. Some burning, tingling sensation and redness of the areas of treated skin was noticeable. On the morning of (B)(6) 2014, when I awoke, my eyes were almost swollen shut and my entire face was severely swollen. I had followed doctor's instructions and stayed inside my house and had used a sample of (B)(6) cleanser once daily to gently cleanse my face. Frightened that my face was continuing to swell, I called the doctor's office and asked to be seen because I was afraid my airway might be affected by the swelling if it was not treated. After being seen by the physician's assistant, I requested a systemic steroid. I have a history of auto-immune problems and felt that I was having either an allergic reaction to the lubricant used during the procedure (ultrasound gel) or to the light procedures. I was given a kenalog injection and prescribed a medrol-dosepak and a topical steroid ointment. Gradually over a week's time, the swelling and redness decreased. In the crease of my chin a blister approx an inch in length to 1/2 inch wide formed, then burst. I've taken photos over several days to document the progression. Severe facial swelling.